Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose, sensor updating alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7040a troubleshooting was performed. Customer reported sensor glucose value and blood glucose value difference. The customer reported that the value difference was not within target range. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Also, additional information has been received regarding the patient weight change from 135 pounds to 140 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 140 pounds which is updated in section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The sensor will not be returned for analysis.